Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return

Event description:
Nub broke off... Head was coming out into mouth - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b toothbrush nub broke off and the oral-b toothbrush head was coming out into their mouth. No injury was reported. 08-feb-2025 follow up via email and pictures: the concomitant product was oral-b power oral care refills crossaction eb50. No injury was reported.

Manufacturer narrative:
On 11-apr-2025: product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Nub broke off. Head was coming out into mouth - oral-b [device breakage]. Case narrative: consumer via phone stated that the oral-b toothbrush nub broke off and the oral-b toothbrush head was coming out into their mouth. No injury was reported. On 08-feb-2025: follow up via email and pictures: the concomitant product was oral-b power oral care refills crossaction eb50. No injury was reported.